Event description:
Home pt (hp) reports disconnecting solution bag on heater line of reused homechoice set respiking new bag onto same line during apd treatment while troubleshooting an alarm situation. Hp discontinued treatment and rn reports no pt injury or medical intervention as a result of incident.